Manufacturer narrative:
Although the device was implanted in the patient, the fiber is being returned for evaluation. A supplemental report will be submitted upon completion of the investigation. Device was implanted.

Manufacturer narrative:
An event regarding foreign material involving an accolade ii stem was reported. The event was not confirmed. Device evaluation and results: the reported foreign body was returned. It resembled cotton wool. The manufacturing process for the accolade ii stems was reviewed with the manufacturing cells and 2 possible sources of the foreign material were identified, cotton swabs and towelling. Samples of these sources as well as the returned foreign material were sent for material analysis. The report concluded: there was not a good match between the cotton swabs or the towel and the foreign material. Looking the spectrum up in the library, a very good fit was found with polyethylene. Historically, the gowns used in the clean room here in (B)(4) have been analyzed and the resulting spectra show a close fit with the foreign material. It could be expected that clean room gown material would be similar both in production facilities in ireland and in surgical theaters. It was not possible to identify the exact source of the foreign material, but that it likely came from clean room gown material. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that it was not possible to identify the exact source of the foreign material but it likely came from clean room gown material. There was no evidence that the event was manufacturing related. It is noted that the event description states: "this issue occurred 3 times in last year." None of these events were confirmed, no foreign material was returned to stryker for analysis.

Event description:
It was reported that a cotton fiber like foreign body was on the accorade ii stem (ha coating area). The dr. Removed this matter by forceps and used the stem. Dr. Thought that it was his gown's fiber and it attached to the stem by chance. Dr. Wants to know nature of the fiber.

Event description:
It was reported that a cotton fiber like foreign body was on the accorade ii stem (ha coating area). The dr. Removed this matter by forceps and used the stem. Dr. Thought that it was his gown's fiber and it attached to the stem by chance. Dr. Wants to know nature of the fiber.